Event description:
In 2008: customer reported that at the beginning of the day, that the generator did not come up. Customer reported that they had no fluoro capabilities but could use the procedure table which still worked. No patient injury. Potential of injury with this event exists.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer confirmed customer's problem of the generator console touchscreen not coming on which caused the unit not to be available for a fluoro procedure. Per service manual for hf series generators, fse checked out system and replaced integrated console and then checked that unit powers up correctly. The console touchscreen worked correctly but displayed error 15 which is "no current on filament" referring to the x-ray tube. The fse found a filament open on x-ray tube and replaced the tube. Both parts bad at the same time is possible but also could have been due to a power spike. After installing x-ray tube, the fse calibrated it in accordance with sedecal service manual calibration section, verified max does at 9.77 r/min and verified that the system operates per regulations. Unit returned to full service by the customer.